Event description:
During set up of the heart lung machine for the procedure, the touch screen display that controls the arterial and the cardio clamp froze. The hospital tech shut the unit off and on several times and the unit did not un-freeze or recover.